Event description:
Opticross 6hd catheter would not read image used diff lot which did read. Manufacturer response for intravascular catheter, intravascular catheter opticross 6hd catheter (per site reporter).